Event description:
It was reported that there was metal dust coming out of the loaner core universal driver during testing at the user facility. There was no patient or user injury as a result of this event.

Event description:
It was reported that there was metal dust coming out of the loaner core universal driver during testing at the user facility. There was no patient or user injury as a result of this event.

Manufacturer narrative:
Through visual inspection, the diagnostic engineer confirmed the bearings and driveshaft were damaged. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.